Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no sign of physical damage. Upon power up, the cycler functionality verification failed. The screen of the cycler was blank, however the stop and ok buttons lit up. The screen functions were unable to be configured. It was identified that the cause for the blank screen was due to a burnt coil on the transformer of the inverter board. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. The DHR search found an issue related problem to the reported complaint. The cycler was found to have a loose inverter power cable. The cycler was sent to rework and the inverter power cable was reconnected and the display screen worked properly. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt coil. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was blank at the end of the patient¿s peritoneal dialysis (pd) therapy. The patient reported that they completed their treatment on the cycler, however the patient was still connected. The patient attempted to reboot the cycler and the keys lit up, but the screen would not come on and the display was still blank. The patient reported that there were no power outages and the cycler is plugged directly into a three prong grounded outlet with the power cord connected properly in both ends. At that point in time, the technical support representative advised to discontinue use of the cycler and to follow up with their peritoneal dialysis nurse (pdrn). Additional information regarding the event was requested, however to date not provided. The cycler was returned to the manufacturer and upon physical evaluation, it was identified that the coil on the transformer of the inverter board was burned.